Event description:
It was reported that on (B)(6) 2025, a 19mm regent heart valve with flex cuff was selected for procedure. It was noted during procedure when attempting to rotate the valve, that a leaflet dislodgement occurred and an orifice fracture occurred. There was no resistance felt when rotating the valve and no instruments encounter the valve at the time of dislodgment/fracture. Nothing else other than the holder handle used to position or rotate the valve. The holder handle fully inserted into the orifice at a 90 degree angle. The valve was in a closed position when it was rotated and the leaflet dislodged/fractured. The leaflet was able to be retrieved, but it's noted that there are remains of the valve that remain in the heart. The physician did not try to reinsert the dislodged leaflet. The decision was made to remove and replace the 19mm regent heart valve with flex cuff with another one of the same size to complete the procedure. However, it was noted that halfway through implantation, the disc of the replacement valve ruptured. The disc completely detached when the sutures were tied. The patient was stable and fully recovered at the time of report.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The event was reported by accident. There is no reported issue/malfunction with the device or patient effect due to the device. This event is being downgraded.

Event description:
Subsequent to the previously filed report, additional information was received that pieces of the fractured 19mm regent heart valve with flex cuff orifice remained in the left ventricular outflow tract. The dislodged leaflet was able to be completely recovered from the patient. A correction needs to be made as there was actually no complication with the replacement 19mm regent heart valve with flex cuff. The replacement valve was implanted with no issues and remains implanted. The patient was not taken off bypass and placed back on bypass due to this event.